Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Low pacing impedance on the atrial lead was noted. The lead was explanted and replaced. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2019-06140.